Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and the distal conductor was found to be fractured. It was also noted that the defibrillation coil was distorted, the distal conductor was stretched, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism. Performance data collected from the device has been analyzed. Sensing - oversensing 9 - ventricular nst<=205 ms between (B)(6)-2012 22:29:27 and (B)(6)-2012 09:13:54. 3 - vf<=190 ms average v-cycle on (B)(6)-2012 in the timeframe between 10:25:00 and 18:57:40. Sensing - interference/noise. Ventricular short interval count v-sic=289.1 counts avg/day, in 9.76 days, between (B)(6)-2012 02:10:23 and (B)(6)-2012 20:18:26. Impedance - high resistance/impedance 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6)-2012 02:15:02. Daily pace impedance trend data shows a spike increase for rv pace = 472 to 4256 ohms peak between (B)(6)-2012 and (B)(6)-2012, then returning to a baseline of 520 ohms on (B)(6)-2012.

Event description:
It was reported that there was high impedance, multiple noisy nsvt episodes recorded, and high sensing integrity count (sic) due to right ventricle (rv) lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.